Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian-caucasian female patient who underwent a breast augmentation revision with 300cc mentor smooth round moderate profile saline breast implant experienced right-sided capsular contracture (grade unknown) and right-sided implant deflation postoperatively. The patient presented with pain, and the diagnoses were made via physical examination. As a result, the patient underwent explantation without replacement on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information that the patient also experienced unspecified generalized illness. After secondary review, it was noted that the device serial number was missing from the previous report. File has been updated accordingly. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 300cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6840979 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-apr-2021, mentor became aware of data omission error in the previous report. Manufacturer¿s reference number: (B)(4). H3. Device evaluated by manufacturer? Yes.